Manufacturer narrative:
The returned device was evaluated and the reported symptom has been reviewed and no further action is required at this time. Insulet corporation has a defined process for monitoring, identifying and escalating unfavorable complaint trends. Complaint data is a key performance indicator (kpi) reviewed as a part of, however not limited to monthly complaint review and management review. The outcome of these reviews may warrant further action, investigation or escalation as procedurally defined. No physical product investigation was completed because the product has not been returned by the complainant, if the product is received an investigation will be performed. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to 279 mg/dl. As treatment, the patient administered insulin via syringe. The patient's blood glucose and insulin history are as follows: (B)(6).